Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the customer requested the device information, which causes delay in dispensing peds rsi kit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user requested the list of devices which were associated with all 5 cone health facilities. A technical support specialist dialed into the server, retrieved the data from sql server management studio and sent the data as a excel file to the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the customer requested the device information, which causes delay in dispensing peds rsi kit. There were no adverse events or injuries reported based on this event.